Event description:
Hcp reported pump failure--battery depletion. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.